Manufacturer narrative:
The company service representative examined the system and was unable to confirm or replicate any system nonconformity which may have contributed to the reported event. The company service representative performed flap calibration and cleaned the objective as a preventative measure. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A company representative reported a flap side cut problem during laser assisted flap creation. The surgeon was able to complete the procedure manually. No patient harm was noted. There are two related reports for this patient. This report addresses the patient's left eye and another manufacturer report will be filed for the fellow eye.